Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the lens was replaced with a non-company lens to match the fellow eye. After some critical analysis of the case, hcp believes that the patient¿s difficulties related to a highish angle kappa/alpha and thus, the iol centration was the issue with the patient¿s satisfaction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that patient¿s difficulties related to a highish angle kappa/alpha and thus, the iol centration was the issue with the patient¿s satisfaction.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient had smeary vision, waxy appearance. Hence iol was explanted and replaced with non company iol to match other eye. Pre-explant vision was (B)(6). Had mild posterior capsule opacification (pco) but surgeon didn¿t feel explained symptoms so proceeded with explant. Had yttrium, aluminum and garnet (yag) capsulotomy. Additional information has been requested. Additional information received and stated that the patient complained of ripple or water effect over vision. Iol centration and examination normal. Reviewed on 22-nov-2022, minor pco was observed. No resolution in symptoms hence booked for iol exchange. Iol exchange performed on (B)(6) 2022 with non company iol. Following the exchange of iol the patient reported resolution of symptoms. On (B)(6) 2023 yttrium aluminum garnet (yag) was performed.